Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing performed. The downstream occlusion(dso) seal had a cut and not sealed. The upstream occlusion seal was damaged. Downstream occlusion(dso) calibration failed due to defective downstream occlusion(dso) sensor. The upstream occlusion(uso), downstream occlusion seal and sensor was replaced.

Event description:
It was reported that the device had a detached and damaged downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.